Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 500 mg/dl. Customer had blood glucose levels of 429 and 150 mg/dl. Customer was treated with insulin pump. Customer did receive sensor updating alarm. Customer declined troubleshooting for high blood glucose level. Customer was not using auto mode feature. The insulin pump will not be returned for the analysis.